Manufacturer narrative:
There was no button error alarm noted. The pump had no button response on the act button due to corroded keypad traces. The pump had a minor scratched display window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's most recent blood glucose was 160 mg/dl. Customer stated that the buttons seemed kind of hard to push since the alarm occurred. Customer stated that it was very hot out but the pump was not exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.